Manufacturer narrative:
Reporter first name: (B)(6).reporter last name: (B)(6).reporting address line 1: (B)(6)reporting address city: new territoriesreporting address state: ntreporting address postal: (B)(6).reporting institution phone: (B)(6).reporter phone: (B)(6).the field service engineer (fse) evaluated the device. It was determined that the device had alarm problem. Customer re-run the operation check and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, there was no device malfunction observed. The reported problem was confirmed.

Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that device had alarm issue. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.